Event description:
A malfunction on the pump was reported when the patient noticed the issue upon waking up from sleep. There was no information available regarding the impact on the customer's blood glucose levels. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.